Manufacturer narrative:
Event conclusion upon receipt, the device will undergo detailed analysis. Guidant will submit add'l info if it becomes available.

Event description:
Event description guidant received info that this pt is scheduled for device replacement is response to a recent safety communication that was issued on may 12, 2006 for this device model. The physician expressed dissatisfaction regarding the device longevity.